Manufacturer narrative:
Device alarmed pump error 38 during motor rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests due to pump error 38.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing high and low blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer declined troubleshooting. It was unknown whether the customer was using automode. The insulin pump will be returned for analysis.